Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, and after the reset, the error did not reappear, allowing a successful start of the sensor session.